Manufacturer narrative:
One attempt has been made to obtain additional info from the article author. The findings of the study were summarized in the article: senechal m, lancellotti p, magne j, garceau p, champagne j, blier l, molin f, philippon f, marie m, o'hara g, dubois m. Contractile reserve assessed using dobutamine echocardiography predicts left ventricular reverse remodeling after cardiac resynchronization therapy: prospective validation in pts with left ventricular dyssynchrony. Echocardiography. 2010 (B) (6): epub before print.

Event description:
Boston scientific crm received info from a study of forty-nine heart failure pts with left ventricular (lv) dyssynchrony to evaluate whether response to cardiac resynchronization therapy (crt) related to myocardial viability in the region of the pacing lead. Device implantation was successful in all pts. One pt developed a pneumothorax post-implant. It is unk whether the device or lead was a boston scientific crm device.